Event description:
Dealer stated that when their technician went to re-calibrate the unknown power chair it took off, hit the end user in back of legs, pinned her up against a counter, then the chair shut down. No alleged medical intervention.